Manufacturer narrative:
Concomitant medical products: product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that there was a serious adverse event that occurred. On (B)(6) 2010, the patient was admitted to the hospital because of a ¿port site hernia¿ which was repaired without difficulty and she was discharged on (B)(6) 2010. The patient was reportedly followed regularly and had no further problems. It was noted that the patient¿s ¿gastroparetic¿ symptoms have improved significantly and the subject had maintained weight gain of 10 ¿ 15 pounds since the initial procedure. Additional information was requested but not yet received at the time of the report.